Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 68.3cm distal from the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 9mm long starting 4mm proximal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After crossing a guidewire, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was replaced with a non-bsc balloon and dilatation was successful. Flow recovery was achieved and the procedure was completed. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After crossing a guidewire, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was replaced with a non-bsc balloon and dilatation was successful. Flow recovery was achieved and the procedure was completed. No patient complications were reported.